Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected troponin I results were obtained when processing samples from two different patients on a vitros 5600 system. The definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. In addition, based on historical quality control results, there is no indication of a performance issue with vitros tropi es lot 2830. The customer is not following the sample collection device manufacturer¿s recommended centrifugation protocol; therefore, pre-analytical sample processing cannot be ruled out as a contributing factor. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained non-reproducible, higher than expected troponin I results when processing samples from two different patients on a vitros 5600 system. Patient 1 sample result of 8.05 ng/ml vs. The expected result of<0.012 ng/ml. Patient 2 sample result of 0.77 ng/ml vs. The expected result of<0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate medical action if not detected. The higher than expected, non-reproducible vitros tropi es results obtained from both patient samples were reported from the laboratory. Patient 1 was treated with nitroglycerine and morphine. Patient 2 was treated with heparin and nitroglycerine. Treatment was discontinued when the corrected reports were issued. There were no reported allegations of patient harm as a result of the event. As per previous consultation with the ortho medical safety officer pertaining to similar treatments, it is unlikely that one-time use of this combination of mediations would have caused harm, especially if the patient was under medical observation. This combination of events is unlikely to cause adverse effects. This report corresponds to ortho clinical diagnostics inc. (B)(4). This report is number two of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved.